Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient came in with pain and the nail was broken at the bottom juncture of lower recon screw. The surgeon removed the t2 alpha retrograde nail and replaced it with a gamma nail. Surgery was successful.

Event description:
Patient came in with pain and the nail was broken at the bottom juncture of lower recon screw. The surgeon removed the t2 alpha retrograde nail and replaced it with a gamma nail. Surgery was successful.

Manufacturer narrative:
Please note the correction that this device is concomitant and did not contribute to the reported failure. The event was initially misunderstood and the screws were also handled as broken devices but they should been handled as concomitant devices.